Event description:
It was reported that the display on the insulin pump was frozen. Troubleshooting was performed, but the display could not be restored to normal operation. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.